Event description:
After insertion of a dental bridgework with compolute the pt experienced postoperative pain reaction. As a result, the bridgework had to be removed and the dentist had to carry out root canal treatment.